Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal and bolus delivery. Customer reported blood glucose (bg) level ranged from 300-540 mg/dl. Customer reverted to a manual insulin injection to address elevated bg. Customer changed supplies to address the occlusion alarms.